Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced turbid fluid, abdominal pain and fever. The cause of the events was not reported. The patient was hospitalized for the events and was treated with fortum (intraperitoneal for two weeks, dose not reported) and cloxacillin (intraperitoneal for two weeks, dose not reported). At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined to provide follow up.